Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a 6fr angio-seal was deployed into a vessel where an 8fr sheath had been insitu. The patient immediately developed a large hematoma and became hypotensive. The doctor involved was concerned that the footplate failed to deploy correctly. Medical or surgical intervention was required. Additional information was received on 24 jan 2020. The procedure performed was a left main percutaneous coronary intervention (pci) with the kissing balloon technique and intravascular ultrasound (ivus) post, via the right femoral artery using a 6fr which was closed successfully with an angio-seal. A 5fr sheath size was used initially and then an 8fr sheath with the insertion of the intra-aortic balloon pump (iabp). A pre-deployment angiogram was performed. There were issues with deployment, withdrawal of the device. The insertion was uncomplicated. Procedure followed with insertion of the device into the sheath. Audible click as expected. Withdrawn fully to second click. Device and sheath removed with no resistance and no thread visible and immediate arterial bleeding. The device appeared to be within the sheath. It was presumed that the footplate of the device failed to catch on the distal tip of the sheath. The device sheath was passed over a guidewire which was then removed. The patient became hemodynamically unstable at the time of the bleed and required a review by the vascular medical team, however, once the hematoma was controlled the patient made a good recovery. Stat fluids for bp of 70 systolic and protamine 25mg given. Hemostasis was achieved by manual pressure for approximately 30 minutes. The estimated blood loss was greater than 250ml. Manual compression was applied. A transfusion was initially collected but returned unused. Patient medications dual antiplatelet therapy (dapt). Aspirin and clopidogrel. The patient had blood thinning medication, thrombolytics, or platelet aggregators during the procedure as follows: heparin 8000 units.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr angio-seal vip device was returned for product evaluation. The carrier tube assembly was returned mated with the hemostasis sheath. No other accessory components were returned. Visual inspection revealed that the carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. Upon microscopic inspection of the tip of the sheath, it was revealed that the anchor was still present within the sheath. The tip of the sheath was analyzed, and no deformation or anomalies were noted. No other visual anomalies were noted with the device. Functional testing was performed. The deployment sleeve was attempted to move manually in the full forward lock position; however, it was unable to move, and extreme resistance was experienced during this action. Then, the device cap was removed from the hemostasis sheath and dried blood like substance was observed on the sheath. Then, the sheath was clean with wipes and re-inserted into it. When the device cap was in the full forward lock position and mated with the hemostasis sheath, the anchor became exposed at the distal end of the hemostasis sheath. The device cap was then pulled into the rear lock position exposing the color bands of the deployment sleeve and the anchor posted at the distal tip of the hemostasis sheath. The digital force was applied to the anchor and the suture with collagen was released along with the tamper tube. There were no functional anomalies noted with the device. Dimensional testing was performed. The outer diameter of the carrier tube was measured to be 0.080'' which was within the specification of 0.080'' +/- 0.005. The overall length of the hemostasis sheath was measured to be 5.711'' which was within the specification of 5.710'' -0.007''/+0.010''. All measurements were found to be within the manufacturer's specification. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the device was not being positioned in the full forward lock position, off-axis attempt at delivery, or an obstruction to the anchor posting to the distal tip may have led to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.